Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin the pump had suddenly turned off and can't be turned on anymore. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that it occurred 2 hours ago. The customer had replaced multiple batteries (duracell alkaline not expired) but the issue persists. They have tried to replace the battery together, but the issue persists. It was reported that the pump hasn't been bumped but reports a physical damage on the back of the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.